Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit saturation head parts (spring clip, spring, and connecting rod) were misplaced during cleanup. Missing parts will be sent to user to repair the hematocrit saturation probe. There were no adverse consequences to the patient.